Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 24-aug-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04-aug-2018 with the following findings: on investigation, all the keypad buttons were tested and demonstrated normal response. Investigation did not duplicate the complaint. There was no damage, defect or contamination of the button contacts or any of the pump's interior components.